Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins site was uncomfortable and sore when sitting. The patient wanted the ins moved. The plan is to move it up a little higher. X-rays will be taken, but the patient has coverage to painful areas. The patient uses stimulation less than 4% of the time, so the hcp wanted to see the patient increase usage before the surgery. Impedances were within normal limits. The revision is scheduled for (B)(6) 2018. No further complications were reported.